Event description:
Cardiac cath done on 3/20/97. Vascular hemostasis device was used at the catheter insertion site. A small hematoma was noted on 3/20/97. The pt returned to the hosp on 3/29/97 with an extensive hematoma that necessitated surgical evacuation of the hematoma on 3/29/97. Report submitted due to allegations that the device may not have functioned adequately.